Event description:
Information received by medtronic indicated that the insulin pump had a critical block and inverse critical block did not add to zero error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and insulin pump did pass the test. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08755 inches. Unit successfully downloaded to thump. Pump error 15 present in history/trace files on event date (B)(6), /2022 23:44:13.000 due to software issues. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic stack, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage and scratched case. Insulin pump pump error 15 confirmed in history trace files, problem due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.